Event description:
A male patient was treated with enteryx for gerd symptoms. An initial event was reported through MFR report # 600048-2004-00080. In 2007, additional information was received regarding the patient. According to the complainant, the patient experienced weight loss due to dysphagia (37 lbs), which began in 2004. The patient is reported to be "recovering". There is no additional information regarding the patient's condition.

Manufacturer narrative:
Weight loss: the complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. The device remains implanted in the patient; therefore, a device evaluation cannot be performed. Note: this product was removed from the global market in 2005. Boston scientific corporation no longer produces the reported product. Product unavailable for analysis.